Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report permanent out of range on (B)(6) 2015. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).